Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer high blood glucose level was 479 mg/dl. Customer drove himself to the emergency room. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated the customer treated for high blood glucose using insulin pump and in hospital with insulin, fluids and laboratory. Customer experienced symptom like frequent urination. Customer stated the cannula would not fill. The devices will not be returned for analysis.